Event description:
On (B)(6)2010, the customer reported that the device was not sensing the pads/paddles therapy cable which could impact delivery of therapy. There was no report of pt impact.

Manufacturer narrative:
(B)(4): the customer reported that the device was not sensing the pads/paddles therapy cable which could impact delivery of therapy. There was no report of pt impact. A philips field service engineer evaluated the device, confirmed the issue, and resolved the issue by replacing the therapy pca.